Manufacturer narrative:
Pump received with broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump had damage to their reservoir ring, half has come off. The customer states they were changing their reservoir and set. The customer was advised to disconnect from the pump. The pump will be replaced and original returned. No further information provided.